Event description:
It was reported that the patient underwent a revision surgery of the right hip on (B)(6) 2022 due to metallosis, weakness and acute pain of the right hip. During the surgery, the hip capsule was found black-stained. The metallic femoral head, the neck, the metal liner, and the femoral stem were explanted. The patient was transferred to the recovery unit in stable condition. The primary mom right hip surgery was performed on (B)(6) 2010.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information: d10. It was reported that a right hip revision surgery was performed due to metallosis, weakness and acute pain of the right hip. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the hemi head, sleeve and liner concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the hemi head and the liner. However, as the devices are no longer sold, no action is to be taken. No other similar complaints were identified for the modular neck and the stem. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The clinical information provided, of pain, elevated cobalt and chromium, and black stained capsule may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.